Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following implant of a endurity pacemaker, it was reported that the patient experienced discomfort while lying down, resulting in a explant and replacement. The patient is in good condition.

Manufacturer narrative:
(B)(4).